Event description:
Device 1 of 2. (Refer to manufacturer's report number 1627487-2009-00176 for device 2). It was reported patient with (B) (6) had inadequate stimulation. Patient stated area around ipg would become hot. Ipg and lead were explanted on (B) (6) 2009.

Manufacturer narrative:
Evaluation: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.